Manufacturer narrative:
This is a duplicate of report #1218950-2016-06570.

Event description:
The customer stated speaker malfunction, they replaced speaker and main board, but still have issue. There was no reported patient impact.